Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation identified that video cards in the unit were missing. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and returned the system to use in good working order.